Event description:
It was reported via maude report ((B)(4)) that following a coronary artery treatment procedure the patient experienced a myocardial infarction, thrombus and restenosis. In 2012, the patient had an elective catheterization revealing pre-existing (circa 2006) stents in the mid and distal right coronary artery (rca). The stent in the distal rca has a 95% in-stent restenosis, which was predilated with a 3.0x12mm apex balloon. A 2.75x12mm promus element plus stent was deployed. A 3.0x8mm nc quantum apex balloon and a 3.0x12 non-bsc balloon were used to post dilate with good results. The patient was discharged on medication including: asa and plavix. In (B)(6) 2012, the patient was admitted through the ER with chest pain. The patient admittedly has missed dose of plavix. Patient has a history of gastrointestinal (gi) bleed and hct on admission was 26.7. The patient was transfused with 1 unit prbc. Enzymes on admission non diagnostic, but subsequently rose with a diagnosis of non stemi and the patient was bought to the cath lab. The pre-existing stent in mid rca and the previously placed promus element plus stent in distal rca were occluded with thrombus. The mid and distal rca were treated with a 3.0x15mm apex balloon, thrombectomy performed, and 3.25x15mm nc quantum apex balloon used to restore timi flow, with 0% residual stenosis. The patient was discharged on medication including: asa and prasugrel. No further patient complications were reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).